Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation noise was noted on the atrial lead. Noise could be reproduced with isometrics, specifically when reaching across the chest with the left arm. No programming adjustments were made as the patient is not pacemaker dependent. The lead would be monitored.